Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system stuck on dot prompt. Review of system log file confirmed the reported problem. Upon functional testing fse found that the system was unable to boot. To resolve the issue fse removed ghost program boot disc and restarted system successfully to application. After this the issue didn¿t reoccur and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system won¿t boot to application. The device was in clinical use. No patient harm reported. The philips field service engineer (fse) worked with customer to find issue. Removed ghost program boot disc and restarted system successfully to application. Philips has started an investigation of the complaint.